Event description:
Customer reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 176 mg/dl. Customer did not recall any significant event leading to the keypad issues. Noting further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.